Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that two infusion sets and two reservoirs would not properly deliver insulin. The patient changed the infusion set and reservoir once more and was able to properly deliver insulin. The reservoirs were not returned for analysis.